Manufacturer narrative:
(B)(4).

Event description:
During a coil embolization procedure of c2 section of interior carotid artery aneurysm (not calcified and moderately tortuous), an orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 (B)(4) would not be detached at the green zone using an unspecified dcs syringe ii. It is unknown how many times the physician attempted the detachment. Therefore, the physician firstly replaced the syringe and tried to detach the same galaxy. However, the result was unsuccessful and the galaxy would not be detached at the red alternative detachment zone. Then, when he replaced the galaxy for a new one((B)(4)/ lot unknown), he was able to detach it using the 1st syringe without any difficulties. Afterwards, several coils were successfully detached using the 1st syringe. Afterwards, the procedure was completed without any further issues. The complaint product was safely removed from the patient, and there was no patient injury or complications were reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. After the event, the devices were not damaged (delivery system or coil-unraveled, stretched, kink, bend, fracture, etc or syringe, and the coil remained attached. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During a coil embolization procedure of c2 section of interior carotid artery aneurysm (not calcified and moderately tortuous), an orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 (640cx0408/13500561) could not be detached. The coil was safely removed from the patient with the coil remaining attached to the delivery system without any injury or complications. The galaxy coil could not be detached at the green zone using an unspecified dcs syringe ii. It is unknown how many times the physician attempted the detachment. Therefore, the syringe was replaced and another attempt to detach the same galaxy was made. However, the result was unsuccessful and the galaxy could not be detached at the red alternative detachment zone. Then, when the galaxy for a new one (640cx0408/ lot unknown), the new galaxy was able to be detached using the 1st syringe without any difficulties. Afterwards, several coils were successfully detached using the 1st syringe. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the syringe or the coil by visual inspection. After the event, the devices were not damaged (delivery system or coil-unraveled, stretched, kink, bend, fracture, etc or syringe, and the coil remained attached. No additional information is available. A non-sterile orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout the entire hypotube. Additionally, the hypotube was broken. The introducer was received unzipped and in good condition, and still attached to the proximal end of the device. The support coil, gripper and embolic coil were outside from the introducer. The support coil and gripper were in good condition; while the embolic coil was kinked and stretched. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The separated piece of the hypotube was inspected under microscope; evidence shows that it was kinked prior to when the breakage occurred. The gripper and embolic coil were inspected under microscope; the gripper was in good condition, while the embolic coil was kinked and stretched. The purge hole was also inspected under microscope and no anomalies were found on it. Functional analysis could not be performed due to the returned condition of the device (broken). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach could not be evaluated with functional testing due to the separated condition of the delivery system. The cause of the kinks on hypotube could not be conclusive determined; the cause of the broken hypotube appears to be related to kinking before the breakage occurred. Neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally it was reported that after removal from the patient there were no damages to the system and the separation in two pieces would have been readily evident. Based on the available information and analysis of the returned device no conclusion can be made regarding the reported event. Procedural factors may have contributed to the event and the damages noted on the device appear to be due to post procedural handling. Additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.